Event description:
The customer contacted physio-control to report that their monophasic AED was not working; however, no further details were provided by the customer at the time of the report. There was no patient use associated with the reported event. It was later confirmed by the customer that the device would not remain powered on. The customer stated that they would power the device on and it would power off almost immediately.

Manufacturer narrative:
(B)(4). Physio-control advised the customer that their monophasic AED was no longer supported by physio-control. Physio recommended that the device be permanently removed from service and that a replacement unit be obtained. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.